Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio meter read inaccurately erratic. The patient reported blood glucose results of ¿7.4, 6.6, 11.00, 6.5, 9.5, and 8.8 mmol/l¿ with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (03/10/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the strips were found to be found expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.